Event description:
Healthcare professional reports left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: an analysis of the returned device identified an opening on the posterior of the device. A visual and microscopic analysis was performed which identified: a sharp-edged opening, non-penetrating nicks, wear abrasion and a crease/fold. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. Device has been explanted.